Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that a vns pt was unable to be interrogated with their programming sys during their initial office visit. The pt returned to the office on a later date, and had their vns generator successfully interrogated using a different programming wand, and the same initial handheld computer, indicating a possible programming wand malfunction. The programming wand was returned to the MFR and is pending product analysis.